Manufacturer narrative:
The device was found to have worn planet gears from manufacturer evaluation. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during testing at the user facility the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during testing at the user facility the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.